Manufacturer narrative:
Literature citation: shawyer et al. (2012). Cephalic arch stenosis in autogenous haemodialysis fistulas: treatment with the viabahn stent-graft. Springer science, cardiovascular and interventional radiological society of europe. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. From the information available this device was not used per the directions for use (dfu) / product label. The complaint information stated that the balloons were often inflated above their rated burst pressures to "obliterate any waisting of the balloon". (B)(4).

Event description:
Event reported via journal article: "cephalic arch stenosis in autogenous haemodialysis fistulas: treatment with the viabahn stent-graft"(dr andrew shawyer et al). Same case as MDR ID 2134265-2013-02194, MDR ID 2134265-2013-02193 , MDR ID 2134265-2013-02191, MDR ID 2134265-2013-02192. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, vessel ruptures occurred (three grade 1, one grade 2, one grade 3). The mentioned vessel ruptures were caused by either the ultrathin or mustang balloons. The article does not specify which patient or which device was associated with which grade rupture but all 5 were noted to require additional intervention.